Event description:
It was reported that after an interventional peripheral revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, as the knot was advanced to the arteriotomy, the suture broke. A guide wire was inserted and the suture was removed. A second proglide device was attempted, but as the knot was advanced to the arteriotomy, the suture also broke. The suture was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned proglide device noted that the suture, needle plunger, and link were not returned; therefore, the reported suture break could not be confirmed and the scope of the investigation was limited. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.